Event description:
A caregiver reported the adc freestyle libre 2 sensor detached after 10 days so wear during sleep. On (B)(6) 2021, as a result, the customer experienced nausea, vomiting, cold sweats, and circulatory problems. The customer was brought to the hospital by the mother and was treated with an electrolyte solution for a diagnosis of diabetic ketoacidosis (dka). No further information was reported. There was no report of death or permanent injury.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to (B)(6) based on returned product download. D4 (expiration date) and h4 (device mfg date) were updated based on an extended investigation. Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with the returned adhesive. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc freestyle libre 2 sensor detached after 10 days so wear during sleep. On (B)(6) 2021, as a result, the customer experienced nausea, vomiting, cold sweats, and circulatory problems. The customer was brought to the hospital by the mother and was treated with an electrolyte solution for a diagnosis of diabetic ketoacidosis (dka). No further information was reported. There was no report of death or permanent injury.